Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device failed and shut off in the middle of a case causing full loss of image on primary monitor. Duration of loss of image was that it never came back on. It was for the remaining portion of the case which was approximately 60-90 minute range. Procedure completed using the secondary monitor. There was no surgical delay, it was more about "pivoting" to the secondary monitor to complete the case.

Manufacturer narrative:
Alleged failure: shut off in the middle of a case. Confirmed failure: scratched pp filter. Lcd panel failure. Repair: replaced pp filter. Replaced lcd assembly. Upgraded firmware. Monitor tier 3 repair. Probable root cause: 1. Improper installation. 2. Video cables are not sufficiently connected to ensure video transmission. 3.failure of edid negotiation. 4. Failure of power supply. 5. Failure or brownout of display voltage converter. 6. User connects incompatible video source. 7. Video source other than the one intended is selected for display. 8. Damaged pins of hdmi / dvi connector. 9. Open / short circuit failure between video connectors, tconn board and main board. 10. Hard power switch on rear of display is in the off position. 11. Failure / bug of scaler software. 12. Incompatible cable used to connect video source to display. 13. Cables have insufficient retention force. 14. Cybersecurity event . 15. Excessive usb current draw. 16. Improper low voltage error setpoint. 17. Open / short circuit of power cable caused by pinch force during assembly and shipment. 18. Short circuit failure of tcon board electronics to tcon board cover the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device failed and shut off in the middle of a case causing full loss of image on primary monitor. Duration of loss of image was that it never came back on. It was for the remaining portion of the case which was approximately 60-90 minute range. Procedure completed using the secondary monitor. There was no surgical delay, it was more about "pivoting" to the secondary monitor to complete the case.